Event description:
Device issue: knot locked. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after uneventful suture deployment, "an attempt was made to advance the knot using the suture trimmer, but the knot did not advance." The suture was removed and a non-abbott device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.